Event description:
The device was used for breast biopsy. At the 3rd biopsy with the device, the device was not able to remove from the patient after firing due to storong resistance. The physician attempted to remove the stuck needle by rotating and pushing forward/backward the device and then finally able to be pulled out. There was a risk to cause extra bleeding. The device was switched to another new one to complete the biopsy. Sugan comment upon check of the returned product; the device was able to set in ready position, however, an abnormality was confirmed at the setting motion. When knob 1 was being pulled down, knob 2 also moved along with knob 1.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened device was returned for evaluation. Visual inspection found no damage to the device. The device was test fired five times and functioned as designed. Further inspection found that the device handle, proximal, and distal ends of the needle set were full of dried organic matter, which could cause loading and firing issues due to adhering the stylet to the cannula, if the device was not rinsed in between uses. This would explain the result that the distributor found before returning the device to argon. As no defects were found with the device, and it functioned as designed when it was tested at argon, no corrective actions were taken.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The device was used for breast biopsy. At the 3rd biopsy with the device, the device was not able to remove from the patient after firing due to strong resistance. The physician attempted to remove the stuck needle by rotating and pushing forward/backward the device and then finally able to be pulled out. There was a risk to cause extra bleeding. The device was switched to another new one to complete the biopsy. Sugan comment upon check of the returned product; the device was able to set in ready position, however, an abnormality was confirmed at the setting motion. When knob 1 was being pulled down, knob 2 also moved along with knob 1.